Manufacturer narrative:
One non-sterile cypher select + 3.50 x 18 mm was received coiled inside a plastic bag. The catheter was received with stent mounted in original position with no damages. A stopcock was connected to the hub, a cracked condition was detected. The piece was observed under microscope with damage in the luer hub, vertically cracked, it was found from thread to injection molding. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cracked hub reported by the customer was confirmed. The exact cause of the failure could not be determined. However, it is likely that the crack on the hub is related to the manufacturing process of the unit. An internal investigation has been opened to address this issue on cypher products. Cypher select product (cra/crb) is not distributed in the us; however, it is similar to us distributed cypher product (cxs).

Event description:
A 3.5 x 18mm cypher select stent was chosen to treat a lesion in an unknown coronary artery. There was no damage noted to the packaging or the device prior to use. The device prepped normally. The stent was led to the lesion area to be treated. Then the surgeon started inflating the device, but he did not visualize any expansion on fluoroscopy. The patient simultaneously experienced a spasm in the coronary artery. The physician retrieved the device and the spasm resolved. He checked the catheter and realized that there was a hub crack. The procedure was carried out with a new other device belonging to a different lot number.